Manufacturer narrative:
(B)(4). In this case, the detector did not fall and no serious injury or death has been reported. The customer site has been told to stop using the system until further notice. This issue is still under investigation. A f/u report will be sent when the investigation is completed. (B)(4).

Event description:
During preventative maintenance, the field service engineer noticed a gap located at the connection between the detector and the fixation steel plate to the gantry. The gap becomes larger when the gantry is rotated from 0 degrees to 180 degrees. There may be a potential for the detector to completely separate from the gantry and fall.